Event description:
Overdelivery reported: the nurse reported that a pt experienced an "almost bolus delivery and could have coded and almost did". According to the customer contact, the internal investigation has not been completed. There is no additional info available. The customer contact did not know any specific details of the event (prescription, event, outcome, patient specific information). Additional info has been requested, all pertinent info will be forwarded on a follow up medwatch.